Event description:
The pump and catheter were replaced due to suspected malfunction. There was no patient injury reported. The pump delivered lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
It was reported the cause of the event was during itb reimplantation. Observation and examination/palpation results were cerebrospinal fluid leak on (B)(6) 2012. The shunt flow was turned down and acetaxolomide and preventative antibiotics were given on (B)(6) 2012. Surgery was performed and a shunt revision was done on (B)(6) 2012. Severity was moderate. The pump and catheter were replaced in (B)(6) 2012. It was normal battery depletion and elective catheter revision was done secondary to replacement and decreased therapeutic effect. The patient was hospitalized. Outcome was resolved without sequelae on (B)(6) 2012. Previously it was reported the pump was delivering lioresal; it was also reported that the pump was delivering gablofen. It was unclear what medication was in the pump.

Event description:
Additional information stated that the patient was last seen by a health care provider on (B)(6)-2012. The bolus duration rate was increased from 15 minutes to 10 minutes in order to improve delivery. The patient was "okay" and well; however, he had some spasticity issues, but his dose was increased to address it.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8709, serial # (B)(4), implanted on: unknown explanted on: unknown. (B)(4). Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly found. Catheter incomplete/returned in segments; acceptable testing.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2000-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).